Event description:
It was reported that during the impaction of the definitive cup, a little plastic piece of the impactor handle broke. There were no parts in the patient, no danger.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for evaluation. Examination of the attached photographs can confirm that the angled acet insertr handle's plastic is broken. The remaining pieces are not seeing in the picture. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.